Event description:
The battery pack frame of the audio processor was damaged due to leaking batteries. Reportedly, the batteries are leaking, even when originally packed (zeni batteries).

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received, the sonnet battery pack frames were damaged due to leaking zinc-air batteries from zenipower. Device investigation revealed electrically functional sonnet battery pack frames and covers. However, some unknown residues inside the battery pack covers and the frames possibly caused by the reported leaking of the battery were observed. Additional sings of oxidization were found at the sonnet battery pack frames. The concerned batteries could not be retrieved for investigation. The sealed zenipower batteries from the same lot received for investigation did not show any signs of leakage. In similar cases seen from another battery supplier of zinc-air batteries, the cell expansion happened due to an abnormal use e.g. Cell is being charged, or repeated use of empty or completely discharged cell. Furthermore, there have been no reports of injuries to patients in this context to date. This is a final report.

Event description:
The battery pack frame of the audio processor was damaged due to leaking batteries. Reportedly, the batteries are leaking, even when originally packed (zeni batteries).